Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Furthermore, this lead delivered inappropriate shocks due to atrial driven rhythms, the therapy got exhausted. A lead replacement was discussed. At this time no changes have been performed. This lead remains in service. No further adverse patient effects were reported.